Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patient experienced auto-reducing due to high impedances and ineffective stimulation. Surgical intervention was undertaken and the lead was explanted and replaced.